Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and failed displacement test. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Device case type: ngp. Customer returned device for alleged device test failed, motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period., and an error in the motor was detected by reading unexpected value from hall sensor. Found on september 08, 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device passed ngp motherboard test. Test p-cap locked into the reservoir tube successfully. No unexpected alarms or alerts noted during testing. Device successfully downloaded to thump. An error in the motor was detected by reading unexpected value from hall sensor. On september 02, 2022 at 18:14:41 in device downloaded history. Motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. On september 02, /2022 at 18:14:33 in device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Device errors were isolated to the electronic stack. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. In summary, customers alleged an error in the motor was detected by reading unexpected value from hall sensor. And motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Was confirmed in history files. Device passed full dry test. No anomalies noted on electronic/motor assemblies. Device errors were isolated to the electronic stack. Device test failed was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.